Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l4-s1 posterolateral lumbar interbody fusion. To achieve fusion, the patient¿s surgeon utilized a posterolateral approach using rhbmp-2/acs. Subsequently, the patient was diagnosed with injuries including, but not limited to, chronic pain, disabling pain, neural impingement and the need for additional surgeries. The patient has reportedly never recovered from his surgery, and he continues ¿to have daily severe disabling pain that prevents him from performing many basic activities of daily living¿.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2006, the patient underwent an l4-s1 posterolateral lumbar interbody fusion using rhbmp-2/acs. Following his procedure, the patient continued to suffer from severe back pain, swelling and nerve pain. Patient subsequently underwent 3 corrective surgeries. These surgeries took place on or about (B)(6) 2010, (B)(6) 2011. During the 2010 procedure the patient underwent an additional fusion, and during the 2011 surgeries, was diagnosed with ectopic bone growth. During each 2011 procedure, ectopic bone was removed. As a result, patient continues to suffer severe pain and swelling, neural impingement, additional weakness in his back and has been unable to return to work except on a limited basis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.